Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following an infusion set insertion error in which the needle guard was not removed, resulting in no insulin delivery until a full supply change was performed; the highest reported sensor glucose was 271 mg/dl and subsequent sensor glucose was 249 mg/dl, with no alarms or alerts. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included minor illness or impairment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with the problem attributed to use of device and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.